Event description:
It was reported occlusion alarms occurred. System check was performed and no issues were identified. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.